Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.

Event description:
It was reported on 09/27/2021 by a facility representative via sems that an ar-8967d screwdrivers broke while inserting a 6.7 short thread screw. This was discovered during a case with no patient harm.